Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the final angiogram revealed a part of the native leaflet or calcium was partially obstructing the ostium of left main coronary artery, causing s-t elevation on the electrocardiogram (ECG). Coronary angioplasty was performed before placing a coronary stent into the left main coronary artery. The ECG returned to normal and angiography post-stent placement confirmed good flow in the artery. No other adverse patient effects were reported.

Event description:
Subsequently the clinical study site reported that the left main coronary artery impingement was due to the "small sinotubular rim and size of valve", no additional treatment beyond the stent placement occurred, and the patient was reported as recovered one week after the impingement/stent placement. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The angiographic procedural films have been requested but not received. Should additional information become available, a supplemental report will be submitted. (B)(6). (B)(4).